Event description:
It was reported that: "opened the stem and the inner plastic sterile sleeve was broken open. Thus the implant was not sterile. We simply opened a different stem and it worked fine."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.